Event description:
It was reported that the implantable cardiac monitor appeared to be undersensing ventricular events and oversensing noise. It was suspected that the device was not making sufficient tissue contact within the pocket. Compression bandaging at the implant site was recommended to increase contact.

Manufacturer narrative:
(B)(6).